Event description:
It was reported that in central processing, broken wires snapped in two on the cobra grasper instrument. There was no allegation of harm or injury to the patient and nothing reportedly fell into the patient, as the device was not used on the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported was insulation damage at the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off in various areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.